Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on lcd window.

Event description:
It was reported that the customer received a motor error alarm from her insulin pump. Her blood glucose level was 300 mg/dl. Standard troubleshooting was performed. The insulin pump was not exposed to a strong magnetic field. The insulin pump was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.